Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, embolic stroke and other cerebral ischemic events, neurological deficits including stroke, premature device detachment, ischemia, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communication artery (acomm) using a penumbra smart coil (smart coil), a penumbra smart coil handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Subsequently, the physician attempted to detach the smart coil using a second handle and then manually; however, they were still unsuccessful. The physician then attempted to remove the smart coil; however, the microcatheter lost position and the smart coil unintentionally detached with part of the smart coil in the target vessel and the other part in the microcatheter. Therefore, the physician pushed part of the smart coil into the target vessel and placed a stent to protect the parent vessel. The procedure was ended at this point. It was reported that the patient¿s health condition declined due to a small anterior cerebral artery (aca) territory infarct that was noted during a follow-up CT scan. The relationship between the smart coil and the infarct is unknown.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2022-00306.